Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of red, puffy, "fluey", "achey bones" and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma. On the same day, the patient texted saying their face was red and swollen. Patient sent through photos and their cheeks were red and area was puffy. A physician had cleared the event from being a vascular event. On the next morning, the patient was called and patient noted that the symptoms were getting worse. Patient was reviewed later in the date and was prescribed keflex. Patient was reviewed again the next day and the keflex had started to work within 12 hours. Patient continues to improve. Patient noted feeling "fluey" the day after the injection with "achey bones." Patient was reviewed about 2 months after onset and had developed a biofilm to the area.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Additional information: patient has clarified that they were injected with juvéderm voluma with lidocaine. Within 10 minutes of the injection, the patient develop symptoms which included blotchiness, swelling, redness, lumps of product in various areas and "n/c" areas. Patient also had treatment with hylase about 2 weeks after the injection and again 10 days later. Patient then went overseas for about a month. After their return, the patient had 7 more treatments with hylase over the period of 3 months. As treatments continued, the patient also developed 3 new large lumps on each side of mouth, near nose, right mid "n/c" and left lower marionette. Patient then had another 3 treatments for about another 2 months and symptoms have still not resolved. Patient added that lumps kept appearing in different places and each lump required 2-3 injections to resolve with 3-4 injection sites required multi injections. Lumps continue to develop. Patient will go overseas again and then return for additional hyalase treatments. There has been little to no improvement since the last treatment with hyalase. Patient has added that they developed 3 new lumps. There was one in line with eye pupil, 1 inch below lower eyelid that was the size of a large orange pip on the left side. Another was in line with outer edge of eye 1 inch below that was about half an inch wide visible on the outer cheek. The 3rd lump was located on the right side in line with pupil 1 inch below lower eyelid that was also the side of a large orange pip. Patient noted "suffering psychological."

Manufacturer narrative:
Additional information:

Event description:
Additional information: patient was injected in the nasolabial, oral commissure and marionettes. Patient was first given antibiotic treatment with keflex and then to ciprofloxacin and clarithromycin. Following the antibiotics treatment, the patient was given hyalase treatments. The hyalase treatments were needed on a regular basis to control and lessen the biofilm as new sites occurred approximately 5 months after the injection. Patient had developed more lumps distal to the injection sites (nasolabial and marionettes). The new lumps were located under and lateral to the eyes. The new lumps were well defined as per previous lumps and the larger one was on the left side along the cheek bone. Lumps were not painful, red or inflamed. Patient is currently overseas for another 5 weeks and had brought with them keflex to treat the symptoms. Patient is very distressed with this latest development and the symptoms have been responding slowly.